Event description:
It was reported that the patient presented to the emergency room (ER) with bradycardia and experiencing lightheadedness. Upon reviewing of electrocardiogram (ECG) and device interrogation, the right ventricular (rv) lead was noted to exhibit high pacing impedance and high capture threshold resulting in loss of capture. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.